Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an induction test, this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed noise before the charge began which resulted in the patient having to get externally defibrillated. The induction test was repeated and all went well. The patient was also reported to have failed automatic set-up on multiple occasions before and after induction testing. No changes have been made and the s-ICD remains in service. The field also reported losing telemetry with the s-ICD while troubleshooting this event. No adverse patient effects were reported.